Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("she stated to be cut off from a part of her womanhood: uterus, ovaries and uterine tubes.") In a female patient who had essure inserted (lot no. D31448). Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure inserted together with novasure procedure due to menorrhagia"). The patient had a medical history of adenomyosis, endometriosis, hearing loss, chronic fatigue, penicillin allergy, menometrorrhagia, migraine (migraine increase on oral progestative), endometriosis of ovary, anxiodepressive syndrome and parity 2 (2002 & 2006). No tobacco use. Previously administered products included: mirena and luteran. The patient had a family history of leukemia (mother). Concurrent conditions were listed as balance disorder, memory disturbance, digestion impaired, burning sensation, migraine, aphasia, concentration impairment, balance disorder, memory disturbance, arthromyalgia, dyspareunia, asthenia and pelvic pain. Concomitant products included risperidone since 2022, noctamide (lormetazepam) for migraine since 2022, relpax (eletriptan hydrobromide) since 2022, paroxetine, lorazepam, decapeptyl [gonadorelin], tranxene (clorazepate dipotassium), zopiclone, citalopram, lexomil (bromazepam) and depakote (valproate semisodium). On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced premature menopause ("early menopause"), immunodeficiency ("weakened immune system"), anxiety ("anxiety"), injury ("trauma"), fatigue ("chronic tiredness"), memory impairment ("memory disorders"), disturbance in attention ("concentration problems"), migraine ("migraine"), dizziness ("dizziness"), hyperhidrosis ("excessive sweating"), dry mouth ("dry mouth"), loss of libido ("total loss of libido"), vulvovaginal dryness ("vaginal dryness"), urinary incontinence ("vaginal incontinence"), hypoacusis ("hearing deterioration"), visual impairment ("vision disorders"), myalgia ("muscle pain"), hepatic cyst ("cysts in the liver") and adverse reaction ("poisoned and slowed down body") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). The reporter considered adverse reaction, anxiety, disturbance in attention, dizziness, dry mouth, fatigue, hepatic cyst, hyperhidrosis, hypoacusis, immunodeficiency, injury, loss of libido, medical device removal, memory impairment, migraine, myalgia, premature menopause, urinary incontinence, visual impairment and vulvovaginal dryness to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. [Pathology test] (date unknown): did not found specific abnormalities at the level of the tubes. Confirmed an uterine adenomyosis. No malignancy a muscular hematoma in the abdominal side requiring blood transfusion (5 packed cell). Batch no: d31448. Production date: 2014-11-24. Expiration date: 2017-11-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-aug-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("she stated to be cut off from a part of her womanhood: uterus, ovaries and uterine tubes.") In a female patient who had essure inserted (lot no. D31448). Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure inserted together with novasure procedure due to menorrhagia"). The patient had a medical history of adenomyosis, endometriosis, hearing loss, chronic fatigue, penicillin allergy, menometrorrhagia, migraine (migraine increase on oral progestative), endometriosis, anxiodepressive syndrome and parity 2 (2002 & 2006). No tobacco use. Previously administered products included: mirena and luteran. The patient had a family history of leukemia (mother). Concurrent conditions were listed as balance disorder, memory disturbance, digestion impaired, burning sensation, migraine, aphasia, concentration impairment, balance disorder, memory disturbance, arthromyalgia, dyspareunia, asthenia and pelvic pain. Concomitant products included risperidone since 2022, noctamide (lormetazepam) for migraine since 2022, relpax (eletriptan hydrobromide) since 2022, paroxetine, lorazepam, decapeptyl [gonadorelin], tranxene (clorazepate dipotassium), zopiclone, citalopram, lexomil (bromazepam) and depakote (valproate semisodium). On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced premature menopause ("early menopause"), immunodeficiency ("weakened immune system"), anxiety ("anxiety"), injury ("trauma"), fatigue ("chronic tiredness"), memory impairment ("memory disorders"), disturbance in attention ("concentration problems"), migraine ("migraine"), dizziness ("dizziness"), hyperhidrosis ("excessive sweating"), dry mouth ("dry mouth"), loss of libido ("total loss of libido"), vulvovaginal dryness ("vaginal dryness"), urinary incontinence ("vaginal incontinence"), hypoacusis ("hearing deterioration"), visual impairment ("vision disorders"), myalgia ("muscle pain"), hepatic cyst ("cysts in the live") and adverse reaction ("poisoned and slowed down body") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). The reporter considered adverse reaction, anxiety, disturbance in attention, dizziness, dry mouth, fatigue, hepatic cyst, hyperhidrosis, hypoacusis, immunodeficiency, injury, loss of libido, medical device removal, memory impairment, migraine, myalgia, premature menopause, urinary incontinence, visual impairment and vulvovaginal dryness to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. [Pathology test] (date unknown): did not found specific abnormalities at the level of the tubes. Confirmed an uterine adenomyosis. No malignancy a muscular hematoma in the abdominal side requiring blood transfusion (5 packed cell). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-aug-2023: medical record received. Event medical device monitoring error was added. Medical history, concomitant drugs, historical drugs , lab data updated. Essure removal surgery dates & details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("she stated to be cut off from a part of her womanhood: uterus, ovaries and uterine tubes.") In a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced premature menopause ("early menopause"), immunodeficiency ("weakened immune system"), anxiety ("anxiety"), injury ("trauma"), fatigue ("chronic tiredness"), memory impairment ("memory disorders"), disturbance in attention ("concentration problems"), migraine ("migraine"), dizziness ("dizziness"), hyperhidrosis ("excessive sweating"), dry mouth ("dry mouth"), loss of libido ("total loss of libido"), vulvovaginal dryness ("vaginal dryness"), urinary incontinence ("vaginal incontinence"), hypoacusis ("hearing deterioration"), visual impairment ("vision disorders"), myalgia ("muscle pain"), hepatic cyst ("cysts in the live") and adverse reaction ("poisoned and slowed down body") and underwent medical device removal (seriousness criterion intervention required). The reporter considered adverse reaction, anxiety, disturbance in attention, dizziness, dry mouth, fatigue, hepatic cyst, hyperhidrosis, hypoacusis, immunodeficiency, injury, loss of libido, medical device removal, memory impairment, migraine, myalgia, premature menopause, urinary incontinence, visual impairment and vulvovaginal dryness to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("she stated to be cut off from a part of her womanhood: uterus, ovaries and uterine tubes.") In a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced premature menopause ("early menopause"), immunodeficiency ("weakened immune system"), anxiety ("anxiety"), injury ("trauma"), fatigue ("chronic tiredness"), memory impairment ("memory disorders"), disturbance in attention ("concentration problems"), migraine ("migraine"), dizziness ("dizziness"), hyperhidrosis ("excessive sweating"), dry mouth ("dry mouth"), loss of libido ("total loss of libido"), vulvovaginal dryness ("vaginal dryness"), urinary incontinence ("vaginal incontinence"), hypoacusis ("hearing deterioration"), visual impairment ("vision disorders"), myalgia ("muscle pain"), hepatic cyst ("cysts in the live") and toxicity to various agents ("poisoned and slowed down body") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. The reporter considered anxiety, disturbance in attention, dizziness, dry mouth, fatigue, hepatic cyst, hyperhidrosis, hypoacusis, immunodeficiency, injury, loss of libido, medical device removal, memory impairment, migraine, myalgia, premature menopause, toxicity to various agents, urinary incontinence, visual impairment and vulvovaginal dryness to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.